Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by failures along the fluid pathway (tubing and infusion set), resulting in insufficient insulin delivery.

Event description:
On 9/3/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 9/3/24. On 9/6/24 a beta bionics customer care agent followed up with the user about the event. The user reported that on 9/2/24, they discovered their infusion set tubing had ripped in half. After changing the supplies, the user's bg began to decrease but remained elevated. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user attempted to drink water and walk to lower their bg. They then went to sleep. Upon waking on 9/3/24, the user's bg was still "high" (above 490 mg/dl via fingerstick). They attempted boluses and another infusion set site change but saw no improvement, leading them to drive themselves to the ER. The user was admitted to the ICU for dka treatment, receiving saline and IV medication for dka, as well as a chest x-ray. The user reported frequent urination and feeling "hot." The user was released on (B)(6) 2024. After discharge, they resumed using the ilet.